Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be fully operational.

Manufacturer narrative:
Serial number was received. Patient archive was analyzed by a manufacturer representative. The archive only contained one exam which was a computed tomography (CT). It took a while to load, likely due to it being over 400 slices with a spacing and thickness of .3, which is a heavy data set. Analysis confirmed that image quality was low with empty space inside the nasal cavity.

Event description:
Additional information was received. During the event the site attempted to add 4 more points to help regain better accuracy, but they could not get below 6 mm accuracy. They then retraced the patient and were able to proceed but still had accuracy issues. The site attempted moving the emitter to troubleshoot.

Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. UDI not available for this system at time of filing. Manufacturer date was unknown at the time of filing. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon felt inaccurate while navigating. They felt accurate on the patient's left side but once they went to the right, they confirmed on the middle turbinate that it seemed to be showing a bit more medial. There was no patient impact reported and a less than one hour delay to surgery.